Event description:
It was reported by the physician that an 8f adv2 angio-seal device was deployed in 1999. Following deployment, the pt experienced decreased bloodflow in the lower extremity and the angio-seal device was removed. The physician stated that the anchor and collagen were removed from the leg, down stream from the deployment site.